Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0kf19, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had pain and discomfort. The patient also experienced swelling, drainage, incisional wound opening, and pocket erosion. It was determined the patient had an infection at the device pocket. A blood culture was performed with unknown results. The patient was prescribed both IV and oral antibiotics. The patient¿s system was explanted.